Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio when the device was being used in monitor mode and was not connected to the central station. No patient involvement.